Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unk. It was reported the pt presented 7 months post stent graft implant. The CT demonstrated that the left iliac limb was occluded. The physician believes that the cause of occlusion may have been related to the pt's blood clotting issues, and a recent procedure of coiling the left hypogastric artery which extended into the external iliac artery. The physician elected to treat the pt by cleaning out the occluded vessel and placing a renue device distal to the aneurx iliac limb. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: arterial and venous occlusion, previous issues with blood clotting; conclusion: previous issues with blood clotting. Pt required secondary intervention.